Event description:
The user facility reported that approximately one hour into treatment, a visible blood leak was detected. Blood test strips were not used. The patient's estimated blood loss was approximately 233 ml. Blood flow rate 350, dialysate flow rate 600. Patient required no intervention and is doing well.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.